Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: (B)(4). The intra-aortic balloon pump (iabp) symptom was loss of signal "ECG." The findings/action taken by service representative was the iabp tested with trainer in monitor and patient. The (iabp) intra-aortic balloon pump was checked and passed. Software level: 2.23fr, fcn: 14. Reason for service: corrective maintenance. Results: operational. Additional information received on 05/20/2016. "The pump was replaced by another pump." There were no reported patient adverse consequences. Additional information received on 06/01/2016 per the field service: the error specified is that of failure declaration by users. He checked the pump and found no fault.

Manufacturer narrative:
Qn#(B)(4). No parts or recorder strips were returned to (B)(4) facility for evaluation. Per the field service report, the pump lost the "ECG and ap signals. The loss of the ECG signal was during patient assistance. (B)(4) checked the pump and the pump passed all testing. Conclusion: the reported complaint of "loss of the ECG signal on the iabp" was not confirmed. The pump was tested by (B)(4) and there was no further issues found with the pump. The cause of reported complaint is undetermined.

Event description:
It was reported via a field service report: (B)(4). The intra-aortic balloon pump (iabp) symptom was loss of signal "ECG". The findings/action taken by service representative was the iabp tested with trainer in monitor and patient. The (iabp)intra-aortic balloon pump was checked and passed. Software level: 2.23fr, fcn: 14. Reason for service: corrective maintenance. Results: operational. Additional information received on 05/20/2016. "The pump was replaced by another pump." There were no reported patient adverse consequences. Additional information received on 6/1/16 per the field service: the error specified is that of failure declaration by users. He checked the pump and found no fault.